Event description:
It was reported by the customer that the device was getting hot during a case. They used the same device to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The drill was received by the manufacturer, however the customer complaint could not be replicated. Based on the results of the device evaluation, the drill performed according to the specifications.